Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: reduction drive unit device x3, adapter for radiolucent drive device x1, chuck with key device x3, ao reaming attachment device x1, quick coupling for k-wire device x1,(B)(6) 2023. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device was frozen/would not move, identified during service and repair, was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by russia that during service and evaluation, it was determined that the chuck with key device was frozen/would not move and had an illegible labeling etch. It was further determined that the device failed pretest for marking & labeling, check for mechanical free movement and check general function in running mode. It was noted that the device did not work along with three reduction drive unit devices, one adapter for radiolucent drive device, three chuck with key devices, one ao reaming attachment device and one quick coupling for k-wire device. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.